Event description:
A minimally invasive surgery on the thoracic spine for fusion of vertebrae t1 to t4, due to weakness of t2 with patient previously diagnosed with cancer, with intended placement of 6 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array to the spinous process of t4. Acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified and accepted the registration. Prepared the pedicles (pilot holes) with the navigated pedicle access needle in left t1, t3, t4, then right side t1 and t3, and inserted 5 k-wires following the pilot holes. Placed the 5 pedicle screws with a non-brainlab screwdriver calibrated to the navigation, over the k-wires. When placing the right t3 screw, felt that it went in "too easily" and immediately removed it again. Acquired verification intra-operative c-arm fluoroscopy shots, and detected that right t1 screw and the former path of the removed right t3 screw deviated from the intended position shifted by ca. 5mm. Enlarged the skin incision turning from minimally invasive to an open surgery, and re-placed the right t1 and t3 screws to the readjusted positions, as well as placing the remaining right t4 screw, using fluoroscopic guidance. Determined that all screws were placed correctly, and completed the surgery successfully as intended. According to the licensed physician assistant: the deviation of 2 of the 6 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, confirmed with a c-arm verification, and the screw placements were corrected with fluoroscopic guidance at the very same surgery. The final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 1 hour. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the physician assistant: the final outcome of this surgery was successful as intended, with all placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the placement, also not due to surgery/anesthesia prolong of ca. 1 hour. There was no (direct or increased) risk to harm a critical structure due to the deviating placement. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the inaccurate screw placements at right t1 and right t3 performed with the aid of navigation and deviating by approximately 5mm from their intended position, was most likely a movement of the patient reference array due to an insufficient rigid fixation of, and/or inadvertently applied forces to the array unit during the procedure, after the patient was registered to navigation. At a minimally invasive surgery, the use of invasive instruments on the bones can shift the surrounding skin, and shifting skin in close vicinity to the reference unit can cause movement of the reference, e.g. At contact. A movement of the patient reference array during surgery disrupts the coordinate system established during registration to navigation, and can result in a deviation between the patient scan displayed in navigation and the actual anatomy at the procedure. The array movement software warning also appeared during the surgery, further indicating the occurrence of reference shift. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, and while planning and placing the screws at right t1 and t3. An additional factor that may have contributed to the reported inaccuracy was a relative movement of the vertebrae (t1 and t3) in relation to t4 where the reference was attached to during surgery. The indication of an unstable spine (t2 weakness) increases the likelihood of a relative bone movement, in addition to the forces required to prepare the bone and to insert the screw. Vertebra movements relative to the navigation reference array during surgery cannot be recognized by the navigation when displaying tracked instrument positions on the pre-surgery patient scan. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.